Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® k2 edta 5.4mg, the stopper popped off. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on july 27, 2023, the nurse on duty was preparing to remove the violet tube sticker after processing medical orders when she noticed that the cap of the violet tube was crooked to the side, and while manually straightening the cap the cap came off, resulting in no negative pressure on the tube and contamination of the violet tube, which was unusable and was to be replaced.

Manufacturer narrative:
The following fields were corrected: b2. Date of death was removed as this field is not applicable. B5. It was reported that during use with the bd vacutainer® k2 edta 5.4mg, the stopper popped off. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, the nurse on duty was preparing to remove the violet tube sticker after processing medical orders when she noticed that the cap of the violet tube was crooked to the side, and while manually straightening the cap the cap came off, resulting in no negative pressure on the tube and contamination of the violet tube, which was unusable and was to be replaced.

Event description:
It was reported that during use with the bd vacutainer® k2 edta 5.4mg, the stopper popped off. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, the nurse on duty was preparing to remove the violet tube sticker after processing medical orders when she noticed that the cap of the violet tube was crooked to the side, and while manually straightening the cap the cap came off, resulting in no negative pressure on the tube and contamination of the violet tube, which was unusable and was to be replaced.

Event description:
It was reported that during use with the bd vacutainer® k2 edta 5.4mg, the tube pushed off the needle. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, the nurse on duty was preparing to remove the violet tube sticker after processing medical orders when she noticed that the cap of the violet tube was crooked to the side, and while manually straightening the cap the cap came off, resulting in no negative pressure on the tube and contamination of the violet tube, which was unusable and was to be replaced.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.